Event description:
The customer reported via phone call that she woke up with high blood glucose of 404 mg/dl due to the reservoir being empty. The customer changed the set and treated with the insulin pump. Her blood glucose dropped to 83 mg/dl and then to 62 mg/dl. She was feeling lightheaded and stated that she might go to the emergency room. She treated with glucose tablets and remained on the line. The customer stated that her daughter was with her in case she needed to be taken to the hospital. She had a banana and a few minutes later her blood glucose was at 154 mg/dl. The customer stated that she might remain disconnected from the insulin pump for a while and she was advised to contact her doctor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.